Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, two different catheters were used and both had blood leakage due to possible damage of the hemostasis valve. The blood leakage persisted after changing the guidewire. The lead was not implanted as it was suspected that an abnormality of the helix may have damaged the hemostasis valves. A new lead was subsequently implanted and no blood leakage was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that dried blood, and body tissue visible on the helix. No helix damage was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.